Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2019, no securacath, no issues with PICC until (B)(6) 2019 during shift change. It was stated the patient was turned and the red port broke off.

Manufacturer narrative:
. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached red connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. The red luer adapter was detached from the purple extension tubing and was not returned for evaluation. The purple extension tubing was elongated and exhibited multiple regions of curved shape memory. The proximal end appeared to be the manufactured end. Microscopic inspection of the sample confirmed that the purple extension tubing was not broken. Tactile inspection revealed tensile weakness throughout the purple extension tubing. Attempts to detach the luer adapters of a similar non-complainant device through tensile (pulling) stress were unsuccessful. The lack of breaks in the purple tubing indicated that the red luer adapter had detached from the tubing. The elongation, curved shape memory and tensile weakness indicated that pulling stress contributed to that detachment; however, the inability to replicate the failure indicated that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of redp1111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2019, no securacath, no issues with PICC until (B)(6) 219 during shift change. It was stated the patient was turned and the red port broke off. The PICC was removed on (B)(6) 2019 and a peripheral IV was placed until a new PICC could be inserted.